Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, multiple cesarean sections, irritable bowel syndrome and c-section. Concurrent conditions included bacterial vaginosis, pap smear abnormal, headache, paratubal cyst and uterine adhesions. Concomitant products included fluconazole, ibuprofen, linaclotide (linzess) and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: nickel/nickel allergy"), cardiac disorder ("blood or heart disorder/condition: heart"), dyspareunia ("dyspareunia (painful sexual intercourse)/deep pain on intercourse"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition: severe gas"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes/sweating"), bacterial infection ("infection (other): bacterial infections"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions: face"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurriness"), perineal pain ("perineal pain"), abdominal pain ("chronic abdominal pain"), abdominal pain upper ("stomach pain"), hyperhidrosis ("sweating"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with clobetasol, metronidazole, sodium propionate (propionate) and surgery (hysterectomy (partial),laparoscopic bilateral salpingectomy, and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, cardiac disorder, fatigue, flatulence, alopecia, hot flush, migraine, nausea, rash, vaginal discharge, vision blurred, weight increased, perineal pain, abdominal pain, abdominal pain upper and hyperhidrosis outcome was unknown and the dyspareunia, bacterial infection, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bacterial infection, cardiac disorder, cystitis, dyspareunia, fatigue, flatulence, hot flush, hyperhidrosis, migraine, nausea, pelvic pain, perineal pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2014 current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : chronic pelvic pain, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs & mr received. Previously reported event "injury nos" replaced with "chronic pelvic pain", events" nickel, heart, dyspareunia, fatigue, severe gas, hair loss, hot flashes, bacterial infections, migraines / headaches, nausea, face, vaginal discharge, blurriness, weight gain, perineal pain, chronic abdominal pain, stomach pain, sweating, bladder infection, urinary tract infection, vaginal infection", lab data, concomitant conditions, concomitant & treatment drugs, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and fallopian tube perforation ('fallopian tubes perforation') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, multiple cesarean sections, irritable bowel syndrome and c-section. Concurrent conditions included bacterial vaginosis, pap smear abnormal, headache, paratubal cyst and uterine adhesions. Concomitant products included fluconazole, ibuprofen, linaclotide (linzess) and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction: nickel/nickel allergy"), cardiac disorder ("blood or heart disorder/condition: heart"), dyspareunia ("dyspareunia (painful sexual intercourse)/deep pain on intercourse"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition: severe gas"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes/sweating"), bacterial infection ("infection (other): bacterial infections"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions: face"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurriness"), perineal pain ("perineal pain"), abdominal pain ("chronic abdominal pain"), abdominal pain upper ("stomach pain"), hyperhidrosis ("sweating"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches") and blood disorder ("blood disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with clobetasol, metronidazole, sodium propionate (propionate) and surgery (hysterectomy (partial),laparoscopic bilateral salpingectomy,and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, allergy to metals, cardiac disorder, rash, perineal pain, abdominal pain, abdominal pain upper, hyperhidrosis, hormone level abnormal and blood disorder outcome was unknown and the dyspareunia, fatigue, flatulence, alopecia, hot flush, bacterial infection, migraine, nausea, vaginal discharge, vision blurred, weight increased, cystitis, urinary tract infection, vaginal infection and headache had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bacterial infection, blood disorder, cardiac disorder, cystitis, dyspareunia, fallopian tube perforation, fatigue, flatulence, headache, hormone level abnormal, hot flush, hyperhidrosis, migraine, nausea, pelvic pain, perineal pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 current weight: 220 lbs. She received treatment for following events dyspareunia, pelvic/abdominal pain, nickel allergy, vaginal infection, vaginal discharge, fatigue, hormonal changes, weight gain, vision problem, hair loss, nausea, migraine, headaches and gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : chronic pelvic pain, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events headaches and fallopian tube perforation was added. Treatment details added. Event outcome of vaginal discharge was updated as recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.